Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported on medwatch (B)(4)" the patient had a left wrist arthrodesis procedure performed on [...] With autologous bone graft and fixation using a stryker wrist fixation plate. The patient returned for evaluation ~3 years later citing two weeks of increasing left wrist pain and swelling on left dorsal distal forearm and dorsal wrist. The patient also noted numbness of the index, middle and ring finger. An x-ray revealed fracture of the radial metacarpal plate through the screw hole at the carpal metacarpal joint. The patient was taken to the operating room 6 days later for removal of the broken plate and 8 screws. A bone graft was completed. The patient will have a cast for 4-6 weeks and limited lifting capability. There was no patient fall or trauma that could be attributed to the plate fracture. The surgeon thought that the plate breakage was metal fatigue likely due to micromotion of the middle finger (3rd digit) carpometacarpal (cmc) joint."

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
As reported on medwatch (B)(4) "the patient had a left wrist arthrodesis procedure performed on [¿] with autologous bone graft and fixation using a stryker wrist fixation plate. The patient returned for evaluation ~3 years later citing two weeks of increasing left wrist pain and swelling on left dorsal distal forearm and dorsal wrist. The patient also noted numbness of the index, middle and ring finger. An x-ray revealed fracture of the radial metacarpal plate through the screw hole at the carpal metacarpal joint. The patient was taken to the operating room 6 days later for removal of the broken plate and 8 screws. A bone graft was completed. The patient will have a cast for 4-6 weeks and limited lifting capability. There was no patient fall or trauma that could be attributed to the plate fracture. The surgeon thought that the plate breakage was metal fatigue likely due to micromotion of the middle finger (3rd digit) carpometacarpal (cmc) joint."